Event description:
It was reported that during an angioplasty and stenting treatment procedure in the superficial femoral artery that "after the stent was deployed, the physician could not get the delivery system back over the wire." The customer reported that the physician flushed the side port, maneuvered the catheter and the sheath and was not able to remove the delivery system. The delivery system and guidewire were removed together as a single unit. The physician performed an angiogram after the removal of the device and was satisfied with the procedure outcome. The procedure was successfully completed with this device. Current patient condition is reported as "no harm."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the lot number is unknown, a review of the shop floor paperwork was not possible.